Manufacturer narrative:
(B)(4). Information was received from a surgeon who is not required to complete form 3500a. Device was returned. Photo and visual exam revealed the u-joint hex shaft is fractured at the tri-shank feature. Material hardness and dimensional readings are conforming to print specifications and within tolerance. Document review confirmed the lot was manufactured may 2010 and had a potential field age of 3.9 years; however, actual frequency and manner of use remains unknown. The device is used for treatment. To date, no other complaints have been received for this manufacturing lot. This is a previously addressed design issue. This lot was manufactured prior to a design change to the instrument which occurred in feb 2012. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery, the hex driver shaft broke while surgeon was tightening a screw.